Event description:
It was reported when performing multiple manual tests on this right ventricular (rv) lead the shock lead impedances were out of range measuring 200 ohms. When reviewing the daily trends the impedances were within range. Technical services suspects a lead issue and recommended defibrillation threshold (dft) testing if changing vectors. This rv lead remains in service. No adverse patient effects were reported.